Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. The instructions for use also indicate that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional patient/device information: it was later reported that the patient history was hypertension, diabetes, tia, dvt, cerebrovascular accident, testosterone deficiency, diabetic neuropathy, hypertensive nephropathy, hypertensive cardiovascular disease, intraventricular hemorrhage, left basal ganglia hemorrhage. The patient's date of birth was also provided. (B)(4).

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. The instructions for use also indicate that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional patient/device information: it was later reported that the patient history was hypertension, diabetes, tia, dvt, cerebrovascular accident, testosterone deficiency, diabetic neuropathy, hypertensive nephropathy, hypertensive cardiovascular disease, intraventricular hemorrhage, left basal ganglia hemorrhage. The patient's date of birth was also provided. It was later reported on (B)(6) 2016 that the patient's strata ii shunt needed to be adjusted again as it had changed pressure level settings. Reportedly, there was fluid in the patient's brain that needed to be drained. According to the report, the shunt was changing settings after every CT scan the patient had.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient had a strata ii shunt implanted on (B)(6) 2014 and it will not hold its settings. Reportedly, fluid is continuing to build up in the patient¿s head causing constant sleeping and discomfort. It was also reported that the patient has had at least four adjustments of the valve because the valve is resetting itself to different pressure levels. According to the report, the patient has had several mris and CT scans where the valve was found to have reset to a different pressure level each time. According to the report, there was no injury to the patient and after the valve was reprogrammed the patient was doing well.